Manufacturer narrative:
Three opened trocar assemblies were received with protective caps in a small parts tray for the report of leakage. The returned samples were visually inspected. Two samples were found conforming and one sample was found non-conforming with an open valve. The conforming samples were then tested for leaking and were found conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. Possible root causes related to the molding and post cure processes of the valves have been identified. The exact root cause for this complaint is unknown. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that three valved trocar cannulas leaked during surgery. The product was replaced and surgery completed with no patient harm reported. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.